Manufacturer narrative:
After further review of additional information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of pain, polyethylene damage, and/or due to inclusion of the tibial insert in the polyethylene packaging recall. However, the extent and most likely cause could not be confirmed as the devices were not returned for evaluation, and radiographs and relevant clinical information were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 60 y/o female patient's right knee was revised 5 years 6 months post op. Insert and patella revised due to wear on both. Patient's liner and patella were revised. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to they were discarded at hospital.